Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after inflation of the balloon, the catheter presented a leak from its connection.

Event description:
It was reported that after inflation of the balloon, the catheter presented a leak from its connection.

Manufacturer narrative:
(B)(4). Teleflex medical uruguay had stopped business, therefore the batch card(s) for the complaint lot(s) could not be reviewed. According to the description, it looks like the catheter was leaking. There are no physical sample returned therefore further investigation cannot be provided. There is no sample returned for this complaint to help us further understand the issue. Therefore , the complaint cannot be confirm.